Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "downstream occlusion!" Message, caused by an out of specification downstream sensor and downstream sensor plate. The downstream sensor was replaced.

Event description:
It was reported that a device displayed a constant "downstream occlusion!" Message. It was also reported that there was no pt involvement.